Event description:
It was reported that (1) device was used during a laparoscopic burch. It was reported by the rep that the hdh05 blade locked out and solid toned. Another device was used to complete the case. There was no consequence to the pt.